Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen which is off label usage of the device, on (B)(6) 2024. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device - additional information. G3: date received by manufacturer- additional information. H2: additional information / device evaluation. H3: device evaluated by manufacturer - additional information . H6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2024 . Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.